Event description:
Trach cuff herniated, occluding end of trach. Could not get air through trach with ambu bag; could not pass suction catheter. Trach pulled. Endotracheal tube inserted into trach opening. Pt immediately pinked up. This is when trach cuff abnormality noted.